Event description:
One resolute integrity rx drug-eluting stent was implanted in the prox lad during the index procedure. The lesion is reported to have had none/mild calcification and tortuosity <(><<)> 45, the lesion involved a bifurcation. Pre-dilatation of the lesion performed. The stent was implanted but it was reported that the stent failed to fully expand to its desired diameter. The underdeployed stent was post dilated. No patient complications were reported and the patient was discharged the day after the index procedure. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united stated distributed product (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, method: (procedural images or device was not received for evaluation). Evaluation, results: (root cause cannot be determined), inherent risk of procedure (incomplete stent apposition), (no device received for evaluation), evaluation, conclusions: no conclusion can be drawn.